Manufacturer narrative:
The customer returned the suspected product. The customer service mode for the meter was checked and no anomalies were found. The meter's memory was checked and blood glucose readings were found in the meter, but not for the exact time as the customer indicated running the tests. The customer's returned contour next ez meter was tested with the customer's returned contour next control solution from lot # 8bv2g21 and in-house contour next test strips from lot # 8bpeg01b. All results were within specifications and the readings were properly stored in the meter memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer stated that her blood glucose readings were not being stored in the memory of the contour next ez meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter was sent to the customer.